Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit reflected nose and temperature readings above the manufacturer's specification. A visual and functional assessment was performed on the device which found that the unit reflected noise with a reading of 82.8 decibels which is greater than manufacture's specification (82.8 decibels; specified reading is sound level must not exceed 76 decibels) and heat with a reading of 118.1 degrees fahrenheit which is greater than manufacturers' specification (118.1 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit). It was further noted that the disconnect sleeve would not work properly. It as also noted that the flex circuit potting was cracked, the drive shaft was broken and that the drive shaft is what had caused the noise and heat. It was also noted that the broken drive shaft is consistent with using excessive force while the motor was in use. The cause of the broken drive shaft is what caused the noise and heat and the disconnect sleeve to not work properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error and flex circuit was worn from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed the motor device had loud noise. During an in-house engineering evaluation, it was observed that the device reflected noise and heat readings that were greater than the manufacturer's specification. It was also noted that the disconnect sleeve would not work properly. It was reported that there were no delays due to the reported event and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly